Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was torn around the ok button. The portion of the keypad of the ok button was missing, and the contact was missing, exposing the wire. All of the keypad buttons were unresponsive. The down and contrast contacts were missing. The keypad wire was torn. The up button contact was miss aligned. Contamination was present on all contact surfaces of the contacts and under the up button contact. Unrelated to the keypad issue, the display was faded and pink. The battery compartment was cracked from the threads to the case seal. No moisture or corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.